Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a pump replacement surgery due to the pump being difficult to squeeze with his inflatable penile prosthesis (ipp). The ipp pump was explanted and a new pump was implanted. No further patient complications were reported in relation to this surgery. Should additional information be received, or product analysis completed, a supplemental report will be filed.